Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was lost to follow up and upon interrogation, it was noted that the right atrial (ra) lead exhibited pacing inhibition and no sensing. An x-ray revealed that the lead had lost all of its slack and dislodged. Subsequently, a revision procedure was performed where the ra lead was surgically abandoned. No additional adverse patient effects were reported.